Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart, error test, off no power test and all operating currents tested within the specific range. The insulin pump was monitored and tested with no blank display and failed battery test noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test and sometime blank display after replacing the battery in a timely manner. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.